Event description:
It was reported that during a da vinci s prostatectomy procedure, the rotation of the wrist of the endowrist prograsp forceps instrument was limited. The planned surgical procedure was completed with another instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests but could not confirm the reported complaint. Engineering also observed that the distal end of the main tube has a 3.2" long section with material removed from different parts of the tube. The damaged areas are parallel to tube axis and have a rough surface finish. The main tube also has deep scratches within a 1" section extending from the interface with the proximal clevis where material was removed from one side of the tube. Based on the location and appearance, the damages were most likely caused by a combination of a cannula accessory and instrument collision. No other damage found. Additional investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.